Manufacturer narrative:
The pod was returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based solely on the info provided in the report, no conclusion as to the cause of the customer's high bg levels can be drawn. A review of lot qualification records for this pod lot showed the lot passed the acceptance criteria. (Note: eval method: are specific to activities performed during lot qualification and are not specific to the subject device). Additionally, the omnipod user guide instructs the user to "check the infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. Insulet has taken multiple actions to correct and prevent defects that may result in a pt receiving reduced levels of insulin.

Event description:
The customer's mother reported that her son experienced high bg levels (greater than 250mg/dl) while wearing this pod which required a visit to a health care provider. She cited a "pod failure," though no specific failure mode was reported. The "pod hurt when her son applied it' and there was a "bruise" at the site. In addition, blood was seen in the cannula, which caused it to "look different." This pod had also initiated a hazard alarm. The device will be returned for eval. Note: info regarding the visit to the health care provider and any therapy administered was not provided.